Event description:
(B)(6). Dealer is stating that the left motor went out, no other details provided. Update: 1.9.2015 dealer called back and left motor gearbox was returned and replaced on (B)(4). Dealer also provided additional information which is as follows: dealer advised the back cap was pulled off exposing and cutting wires inside.